Event description:
An 8f angio-seal millennium platform device was used to seal the arteriotomy site post percutaneous coronary intervention procedure (pci). The tension spring was applied for 30 minutes; however, bleeding occurred when the tension spring was removed. Manual compression was applied for 30 minutes and hemostasis was achieved. Two days later the patient was discharged without complications. The patient experienced pain in the lower limb six days later. An arterial brachial index (abi) and angiography revealed a total occlusion of the right common femoral artery. An angioplasty was performed. The anchor and thrombosis were removed by aspiration. The patient was discharged two days later. The sjm rep was made aware of this incident in 1/2006; however, the incident was reported to product surveillance on 02/2006.